Event description:
The pt experienced no therapeutic effect and heard an audible alarm from the implantable pump. No dye study or rotor study were completed. The pt was taken to the operating room to repair a catheter issue, possibly a leak. There, pump interrogation revealed multiple motor stalls and recoveries since the pump was implanted 3 weeks earlier. A tube set error had also occurred. No magnetic resonance imaging or other magnetic exposure was reported. The pump was used to deliver morphine and bupivacaine. No problems were found with the catheter. A new pump and sutureless connector were implanted. The surgery went well.